Event description:
It was reported that patient presented via merlin.net transmission with inappropriate shocks. Intermittent atrial undersensing was noted and suspected to be the cause of the issue. The device was reprogrammed and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.